Event description:
It was reported, during the implantation of a 26mm transcatheter aortic bioprosthetic valve (tav), a pre-balloon aortic valvuloplasty was performed, during which complete heart block (chb) occurred. The chb persisted during tav deployment and was still present at the point of no return (ponr). However, during the confirmation period and assessment of hemodynamics prior to the full release of the tav at ponr, intrinsic rhythm was observed and the chb resolved. After the full deployment of the tav, intrinsic rhythm was maintained and the block was no longer present. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. D. This is a system report. The section d. Information is for the primary device, in use with the following device which cannot be e xcluded as potential contributing factor to the adverse event: medtronic brand name: deliv sys d-evolutfx-2329; product ID: d-evolutfx-2329; lot: 0013079832; UDI: (B)(4); manufactured date: 15-oct-2025; use by date: 15-oct-2027; implant date: non-implantable; FDA site ID: 9612164. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.